Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the ett was leaking while the patient was on the ventilator. The respiratory therapist monitored the cuff pressure and adjusted accordingly. It was reported there was no harm to the patient.

Event description:
Customer complaint alleges the ett was leaking while the patient was on the ventilator. The respiratory therapist monitored the cuff pressure and adjusted accordingly. It was reported there was no harm to the patient.

Manufacturer narrative:
Qn#(B)(4). Lot# corrected to 18it25. The sample was returned for evaluation. A visual exam was performed and it was observed that there was no connector on the sample. The cuff pressure of the returned complaint sample was then inflated to 25mbar by using a calibrated endotest. No issues were detected. A leak test was performed and the sample was immersed in water. No air bubbles were observed coming from the cuff. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.